Event description:
For the past 7 days, the pt experienced erections requiring a urologist to drain blood from the pt's penis. The erections happened randomly and there was no correlation with the stimulator being on or off. The urologist stated the lead may be the cause. An unspecified surgical procedure was being considered to help with the erection issue. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.